Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the hub.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 3/10cc, 8mm, 30g syringes in an open polybag from lot # 9176507. Customer states that when removing the shield, the needle with the shied was separated from the hub. Both returned syringes were tested and the hub-needle assembly did not separate from the barrel when the shield was removed on either of the syringes. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.